Event description:
An lcp small fragment plate which was implanted in pt being treated for forearm fracture broke approx 4 months post-operatively. Pt allegedly stated that they had fallen, possibly out of bed. Broken plate was removed on an unk date.